Event description:
It was reported that a minimum fill notification occurred in the past after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer was not completing the load process correctly. Technical support educated the customer on correct load process. There was no reported adverse effect to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.